Manufacturer narrative:
The reported device has not been returned for analysis. Should the device be returned a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
Dr.(B)(6) reported that a silent nite appliance has broken. No injury was reported.